Manufacturer narrative:
A ge oec svc rep investigated the issue and found evidence of arching. The candlesticks were cleaned and re-greased. Additionally, there was a loose connector in the lemo receptacle that was repaired. The sys was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy sys made a "popping" sound and the left monitor went black.